Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer would not power up. It was further reported via follow-up information that it occurred during servicing of the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return that the unit was unable to power up. It additionally noted that there were errors present in the update history. The power supply was replaced, software was installed, the device was cleaned and it passed its electrical safety test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.